Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebv0174 showed no other similar product complaint(s) from this lot number. Attachment: (B)(4)

Event description:
It was reported via medwatch that approximately two hours into a scheduled four hour hemodialysis treatment, the patient began coughing. The patient became unresponsive and a moderate amount of blood was noted on the chair. The venous bloodline was noted to be loose from the cvc venous limb and the hemosafe clip was noted to be dislodged from the venous bloodline/cvc limb. The blood pump was turned off and the venous bloodline was re-secured to the venous limb of the cvc. 500 ml normal saline bolus was administered and oxygen applied. Blood pressure was 170/91 and pulse was 109. The staff was unable to arise the patient, who had a weak pulse. CPR was initiated and 911 was called. The patient became responsive after a few compressions were administered. An additional 500 ml of normal saline was administered. Ems arrived and the patient's blood pressure was 164/85 and pulse was 89. The cvc was flushed and capped. The patient was transported to the hospital and was awake, alert and responsive with blood pressure at 116/70 upon discharge from the facility. The patient was admitted to the hospital and received two units prbc. He was discharged on (B)(6) 2018.